Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 180 units of insulin. There was no reported adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to an alternate pump for alternate insulin therapy.